Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with the procedure mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial subject ID: (B)(6). It was reported that a caucasian female patient underwent breast reconstruction surgery with mentor glow study gel devices on (B)(6) 2016. Adverse event #1. Skin cancer - nonmelanoma (basal cell carcinoma) right popliteal fossa. On (B)(6) 2021 the patient was newly diagnosed with basal cell carcinoma (non-melanoma) on the right side of the body. The event was treated with a secondary procedure. The event was resolved on 20-jun-2022. Adverse event #2. Squamous cell carcinoma of left radial dorsum hand. On (B)(6) 2021 the patient was newly diagnosed with basal cell carcinoma (non-melanoma) on the right side of the body. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2021. Adverse event #3. Superficial basal cell carcinoma of right proximal forearm. On (B)(6) 2021 the patient was newly diagnosed with superficial basal cell carcinoma of the right proximal forearm. The event was treated with a secondary procedure. The event was resolved on 30-aug-2022. Adverse event #4. Squamous cell carcinoma in the mid-chest site. On (B)(6) 2022 the patient was newly diagnosed with squamous cell carcinoma in the mid-chest site. The event was treated with a secondary procedure. The event was resolved on 30-aug-2022. Additional information was received on 01-dec-2022. Summary of additional information provided: skin cancer - basal cell carcinoma (non-melanoma) was treated with curettage and destruction (secondary procedure). Squamous cell carcinoma of the left radial dorsum hand was treated with mohs surgery (secondary procedure). The superficial basal cell carcinoma of the right proximal forearm and the squamous cell carcinoma in the mid-chest site were treated with an excision surgery (secondary procedure). Additional information was received on 09-dec-2022. Summary of additional information provided: the patient was tested for brca1 and brca2. Both were negative. These sites listed are the primary sites, no metastasis was detected. The subject has no significant family history. The subject was not advanced enough to be staged. The treatment plan was explantation and the explantation dates are the reported stop dates on the adverse events. A redacted copy of the patient¿s pathology report was provided. Additional information was received on 20-apr-2023. Summary of additional information provided: adverse event #5. Asymmetry (right implant, serial number: unk, doi: (B)(6) 2022). On (B)(6) 2023 the patient presented with right-sided asymmetry. Additional information was received on 05-may-2023. Summary of additional information provided: the cancer was excised. The study device was not removed in response to this event. Additional information was received on 21-aug-2023. Summary of additional information provided: the patient underwent right-sided breast implant removal surgery on (B)(6) 2023 due to right-side asymmetry. The implant was replaced with ¿other gel¿, and no device details were entered into the crf at the time of this review. The left side did not have surgery performed. Additional information was received on 23-aug-2023. Summary of additional information provided: adverse event #6 & #7. Seroma (right implant, serial number: unk, doi: (B)(6) 2023. Left implant, serial number: (B)(6) 2016). On (B)(6) 2023 the patient presented with right-sided seroma. A drain was placed on each side to treat both seromas. Additional information was received on 29-aug-2023. Summary of additional information provided: per the crf, logline #7, left-sided seroma, was inactivated. Additional information was received on 27-sep-2023. Summary of additional information provided: adverse event #10. Asymmetry (right implant, serial number: (B)(6) 2023). On (B)(6) 2023 the patient presented with right-sided asymmetry. The principal investigator assessed this event as moderate in severity, serious, and probably related to the study device. Per the crf, the patient will be going to a consultation and the event is still ongoing. Additional information was received on 09-oct-2023. Summary of additional information provided: adverse event logline #1 was updated from skin cancer - basal cell carcinoma (non-melanoma) to skin cancer - nonmelanoma (basal cell carcinoma) right popliteal fossa (changes reflected above in adverse event #1). . Since the adverse events of basal cell carcinoma, squamous cell carcinoma of the left radial dorsum hand, asymmetry, and seroma are considered serious and reportable since they were assessed by the principal investigator as possibly related to the study device and required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Should more information become available, this note will be updated, and the case will be reassessed. Per additional information received on august 2, 2024, mentor became aware of the following: adverse event #11: (right implant, serial number: (B)(6) 2023) patient dissatisfaction with procedure outcome which required the device removal and replacement as per post-op cancer details - 8 year follow-up. This medwatch report is for the patient¿s right-sided device implanted on (B)(6) 2023.